Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, there was a tear in the lens. Hence the lens was explanted and replaced with another lens in the same procedure. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intra ocular lens (iol) returned in two pieces (cut/split in half) in the lens case. A significant amount of solution is dried on the iol. Both haptics are broken/torn and not returned. The optic is torn/split-cut dividing the iol in two and cracked/fractured and scratched/marked-rejectable with a piece missing. The complainant indicates the use of company cartridge, which is not qualified for use with associated iol diopter. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the company instruction of company qualified iol delivery system product combinations and alternative viscoelastic. The use of nonqualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).